Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the port needle couldn't be injected properly. During needle removal, it was suspected that the safety device activated due to damage to the main body. The patient was receiving an infusion through an implantable intravenous drug delivery system. After 30 minutes of infusion, the needle rebounded and the right-angle needle became dislodged, resulting in partial extravasation of ondansetron hydrochloride injection. A local sodium sulfate cold compress was applied, and a chest x-ray was repeated to confirm the port position. The extravasation may reduce treatment effectiveness, increase the risk of infection, cause patient anxiety, require port catheter removal and reimplantation, and increase patient discomfort. There was no patient harm.